Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that a zirconia abutment (eda) fractured.

Manufacturer narrative:
The product associated with this complaint was not returned. The failure of this device is associated with a product recall (z-1215-2014). Additional documentation review is not required. The reported event could not be verified without a returned product. However, the complaint was confirmed due to the findings of the complaint history review. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole. The following sections have been updated: date of this report. Event description. Device brand name. Catalog number. Lot number is unknown. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Entered evaluation codes.

Event description:
It was reported that a zirconia abutment (edaz) fractured.